Event description:
It was reported to technical services on 10/19/12 that this ra lead has high thresholds. After a cardio version for atrial flutter the ra output was reprogrammed to 4v @0.5ms. Dr (B)(6) is md. Patient has been in atrial flutter 98% since implant so may be evaluated for flutter ablation and/or ra lead revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).